Event description:
The pt reported, the infusion device display is broken and he is unable to view the insulin values correctly. No physiological effects were reported. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.